Event description:
The customer tested his blood glucose using his contour meter and received readings of 85 and 101 mg/dl. He retested using another meter and received a reading of 220 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer. The customer went to a local pharmacy to have his meter replaced.